Event description:
During a laparoscopic gastric bypass procedure, two instruments tested properly and functioned for short periods, but after several activations gave instrument error codes to the generator. They may have used over staple lines. The case was completed with another device of the same product code. There was no reported pt consequence and 2 devices are returning.